Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for an extended period of time but unable to obtain a solid bar of life. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient did well and was able to regain coverage of pain areas postoperatively. Unable to return explanted device due to facility policies.